Manufacturer narrative:
(B)(4). Additional information was requested. The analysis results found that device (a) was returned in good visual condition. In an attempt to replicate the reported incident, the device was tested for functionality. Upon testing, the device was cycled, fed, and formed the remaining clips as intended. The device was found to be fully functional and conforming to our manufacturing specifications. No conclusion could be reached as to what may have caused the reported incident. The batch record was reviewed and no anomalies were noted during the manufacturing process. The analysis results found that device (b) was returned in good visual condition. In an attempt to replicate the reported incident, the device was tested for functionality. Upon testing, the device was cycled, fed, and formed the remaining clips as intended. The device was found to be fully functional and conforming to our manufacturing specifications. No conclusion could be reached as to what may have caused the reported incident. The batch record was reviewed and no anomalies were noted during the manufacturing process. (B)(4); mfg date 09/08/2010; exp date 08/08/2015.

Event description:
It was reported that during a laparoscopic lobectomy procedure, when the clip was fed into the jaw inside the chest cavity, the clip fell out. Although the clip fell out inside the patient's body, the fallen clips were retrieved. Another competitive device was used to complete the case. There were no adverse consequences for the patient.